Event description:
It was reported that the pump touch screen was timing off sooner than expected. There was no reported adverse impact to the customer. The customer did not have an available backup therapy and planned to reach out to their healthcare provider.